Event description:
Boston scientific received information that an alert was received for tachycardia therapy programmed off for an unknown reason. Further investigation revealed that the patient had an ablation procedure and was sent home without tachycardia therapy being re-enabled in the device. The patient was brought into the clinic two days later and therapy was programmed back on. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.